Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "replace sensor" error message with the adc device and was unable to obtain glucose readings. The customer became hypoglycemic with symptoms of sweating and trebling in their hands however, the customer was able to self-treat with high glycemic index foods (unspecified). There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.